Event description:
Customer reported via phone call that the bottom of the insulin pump is coming off. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The drive support cap is not loose, drive support cap is recessed. The insulin pump passed displacement test. The insulin pump alarmed prime during basic occlusion test due to cracked end cap noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.